Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other three proglide devices are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in a common femoral artery was attempted with a proglide device using the pre-close technique prior to a transcatheter aortic valve replacement (tavr)procedure. Reportedly, the needle missed the cuff; a cuff miss was noticed. Three other proglide were used with the same result. The sutures of two new proglide devices were successfully pre-placed. The tavr procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.